Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 27.5 mmol/l at the time of the incident and was treated with manual injection. The customer stated that they were changing the set and the insulin pump was not giving insulin. The customer was trying to give small amounts of insulin to see if they would go through but the insulin was not going through. The customer had changed the site, tubing, reservoir and insulin twice but the insulin pump continued to alarm no delivery. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.